Manufacturer narrative:
No patient/user injury or adverse event associated with this report. Two drivers were returned and evaluated. They both were found to have tips that were broken off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage. The cause of the event could not be conclusively determined.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the removal procedure of the screws (pathfinder system implanted in 2007), the tip of the screwdriver broke. The removal was part of the medical treatment. The entire system was removed: screws, rods, and closure tops. The surgery was completed and no pieces fell into the patient.